Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 meter issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The 510(k)# is k073231.